Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure for stent placement, the physician delivered the smart control 8 x 60 stent to the target lesion. During deployment, the stent jumped forward and was deployed approximately one (1) cm. Distal to the intended target lesion. The physician used another (unknown) stent to cover the proximal segment of the lesion/fully cover the lesion. The procedure was completed successfully. The patient is in stable condition. There was no reported patient injury. The approach for the procedure was ipsilateral. The target lesion was the right common and external iliac artery. The target lesion was reported to be: moderately calcified, mildly tortuous, and an 85% stenosis. The temperature exposure indicator was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The product was prepped properly according to the instructions for use (IFU). There was no problem reported in advancing the stent delivery system (sds) to the target lesion or unusual force used. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the sds was held flat and straight outside the patient.

Manufacturer narrative:
During an interventional endovascular procedure for stent placement, the physician delivered the smart control 8 x 60 stent to the target lesion. During deployment, the stent jumped forward and was deployed approximately one (1) cm distal to the intended target lesion. The physician used another stent to cover the proximal segment of the lesion. The procedure was completed successfully. There was no reported patient injury. The approach for the procedure was ipsilateral. The target lesion was the right common and external iliac artery, was moderately calcified, mildly tortuous, with an 85% stenosis. The temperature exposure indicator was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The product was prepped properly according to the instructions for use (IFU). There was no problem reported in advancing the stent delivery system (sds) to the target lesion or unusual force used. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the sds was held flat and straight outside the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15459240 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15459240. Outer member subassembly lot 15454912 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Polyimide wire lumen subassembly lot 15454074 was reviewed it was observed during review of this lot that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.